Manufacturer narrative:
Film evaluation results are: a review of CT¿s 5- ½ months post-implant revealed that an endurant stent graft system was implanted in the patient. The max diameter aaa measured >9cm. The bifurcate was positioned ~5mm below the lowest left renal artery, and there is little remaining proximal neck on the anterior side of the stent graft. Contrast is seen within the aaa sac just below the bifurcate anterior proximal markers from a proximal type I endoleak, and a type ii endoleak from a lumbar artery was also seen feeding the posterior sac. The bifurcate ipsi limb was positioned on the right side, and extended with a limb into the distal portion of the right common iliac artery. The contra limb was seen placed into the distal portion of the left common iliac artery. The limbs were patent; no stent graft kinks or compression was observed. No other issues were observed. The type ii endoleak likely contributed to the aaa rupture. The exact cause of the marginal proximal seal leading to the proximal type I endoleak, which may have also contributed to the aaa rupture, could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is possible that the marginal proximal seal from the short remaining proximal neck was caused by disease progression.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently with an unknown endoleak leading to rupture five and a half months post index procedure. The physician determined that the bifurcate and limbs were well positioned and a type ii endoleak was suspected. Per the physician, the cause of the event is unknown. No sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.